Event description:
The pt underwent a bilateral full mastopexy and abdominoplasty with liposuction ((B) (6)2007). The pt experienced redness, pain, swelling, and suture spitting at the incision site ((B) (6) 2007). A culture and sensitivities test was not performed. Surgical intervention was required to remove the suture (estimated (B) (6) 2007). A scar revision was also performed ((B) (6) 2008).

Manufacturer narrative:
Three (3) different quill srs prods were reported by the customer for this complaint. Add'l prod info is as follows: - prod #2. Model/catalog #: ra-1001q. Lot#: m100520. Exp date: 01/31/2009. Device MFR date: 01/2007. Prod # 3: model/catalog#: ra-1006q. Lot#: m066820. Exp date: 11/30/2008. Device MFR date: 11/2006. All other info on this form is the same for all (3) prods. The explant date is estimated. Method device was not returned for eval. Results: the device was not returned for eval. No prod eval can be performed. A review of the device history record for the three (3) lots reported identified no nonconformaces relevant to this event. The lots met all finished good release criteria. Angiotech reference: -(B) (4); (B) (4); (B) (4).